Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a fall, the battery was causing a chip and moved down in the patients pelvis which caused pain. It was also reported that the fall was not device related and did not fully contributed patients pocket pain. The patient underwent an ipg replacement procedure.